Manufacturer narrative:
Follow up report 001 ref to natus complaint # (B)(4). The lot number was not provided by the customer. Complaint history review/trend analysis: (24 months review and percent of sales) 5 previously confirmed "integ-tighten/hold/lock" complaints within the past two years. (B)(4) nt821731c units sold within past two years. Failure rate = (B)(4). Root cause/failure investigation: the customer returned one eds device for evaluation. The evaluation conclusion is as follows: the patient line stopcock has been cracked by where the female luer is located. The breakage of the component indicates that the user applied excessive torque when operating the stopcock while simultaneously using aggressive cleaning agents that degrade the polycarbonate material. This combination leads to both physical stress on the stopcock and material deterioration, increasing the likelihood of failure. Failure mode: confirmed / stopcock breakage during use.

Event description:
Nt821731c - the team was instilling medication at the proximal stopcock (circled in blue) and it was leaking out of the stopcock. Neurosurgery was notified immediately and the eds3 system was exchanged. No injuries.

Event description:
Nt821731c - the team was instilling medication at the proximal stopcock (circled in blue) and it was leaking out of the stopcock. Neurosurgery was notified immediately and the eds3 system was exchanged. No injuries.

Manufacturer narrative:
Initial report ref to natus complaint # (B)(4). Serial number of the affected part to be confirmed. No related capas. Per (B)(4) rev 08 risk analysis spreadsheet, hazard ID 4.40. Cause - leakage of csf from the stopcock. Effect (harm)- over drainage of csf and infection. Residual risk - medium. The customer confirmed there was no delay in surgery or patient injury but additional medical intervention was required due to having to change the system. The customer has being requested to return the affected part for evaluation.